Event description:
It was reported the programmer was unable to maintain wireless telemetry with wireless ICD (implantable cardioverter defibrillator) devices. The programmer was returned for repair. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Event description:
It was reported the programmer was unable to maintain wireless telemetry with wireless ICD (implantable cardioverter defibrillator) devices. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) during bench testing it was found that after wireless telemetry was established for less than 5 minutes, telemetry would be lost to the wireless ICD (implantable cardioverter defibrillator); however, 30 minutes later the wireless function was working ok. This is an intermittent issue. It was further found that both antennas were slightly damaged, and after replacement the programmer still had issues with maintaining telemetry with wireless devices. Telemetry c transceiver assembly found damaged. (B)(4) rf (radio frequency) head uplink amplitude is out of specification. The rf head cable was found out of electrical specification.